Event description:
It was reported that a distributor discovered a captive hex driver, a polaris button lock screw inserter, and a polaris multi-axial screw inserter all with fractured tips after they were returned from the field. No patient or clinical information was provided with the return. This is report one of three for this event.

Manufacturer narrative:
Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is fractured. Root cause: this event could possibly be attributed to wear through multiple uses over time or off-axis forces applied during use. DHR review: the DHR could not be located, therefore a DHR review could not be completed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2025-00210 through 3012447612-2025-00212.

Event description:
It was reported that a distributor discovered a captive hex driver, a polaris button lock screw inserter, and a polaris multi-axial screw inserter all with fractured tips after they were returned from the field. No patient or clinical information was provided with the return. This is report one of three for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.